Event description:
A tandem mobi cartridge alarm was reported by the customer. However, there was no adverse impact on the customer¿s blood glucose level as it remained normal during the incidents. Tandem technical support assisted the customer in loading a new cartridge, successfully resolving the issue temporarily. Despite multiple troubleshooting efforts, a pump replacement was deemed necessary due to ongoing occlusions, and the customer was instructed to continue using the current pump until the replacement arrived.